Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the acetabular cup did not have the retaining locking ring for the polyethylene insert. Therefore, a locking ring was taken from a second acetabular cup to complete the surgery.